Event description:
Olympus received mw5147748 through FDA¿s medwatch program. As per the mw report, the customer reported that 'the distal cover was placed on the duodenovideoscope before procedure by registered nurse (rn) who stated out loud to the initial reporter (also an rn) that she was placing the cap on, and the initial reporter watched her place it on and give it a slight tug to make sure it was on. When doctor (dr) pulled a metal stent from the patient's bile duct, he had to pull the scope all the way out of the patient to remove the stent from the patient's body. Dr then went back in with the scope but did struggle to get the scope down the patient this time but eventually did get the scope down. When the case was complete, dr pulled the scope out and noticed that the cap was no longer on the distal end of the scope.' It is unknown at this time when the distal cap fell off from the scope or where it fell off. There are currently no reports that the cover actually fell in the patient that required urgent retrieval or that any patient harm or injury occurred. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts additional information from the user facility was not received. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely that attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. The event can be prevented by following the instructions for use: - operation manual includes the detection way at chapter 4 - 4.1. - operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.